Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08720 inches. The down button functioning properly. Pump received with intermittent button response on the select button. The keypad overlay was removed to perform visual inspection and found cracked keypad dome switch on the select button. Successfully downloaded history files and traces using thump and carelink. On the event date of 14-jan-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 10.35u u and dailytotalofbolusinsulindelivered = 14.3 u which is equal to the dailytotalofallinsulindelivered = 24.65 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 14-jan-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked up, down, select and graph button keypad overlay, pillowing keypad overlay and scratched case. Unable to verify customer alleged for low bgs. Customer alleged not confirmed for unresponsive button response on the down button. Pump received with intermittent button response due to cracked select button keypad dome switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, and reported that pump middle/round and down arrow buttons are hard to press. Middle button also has a gash on it due tear and wear. The customer reported blood glucose value of 40 mg/dl along with symptoms of drowsiness and the hypoglycemic event was treated with glucagon. The event involved product(s) mmt-1886. Troubleshooting was partially performed for hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was not performed for keypad anomaly and the issue was resolved after troubleshooting. No further patient complications were reported. No product return is required for mmt-1886.